Event description:
It was reported that the caller experienced a malfunction with the pump, indicated by error code 199. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the issue did not recur afterward. The customer was advised to continue using the pump and to report any recurrence of the malfunction.